Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 19-feb-2019 with the following findings: the display was pink, and the battery compartment was cracked below the bumper pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and the display was dim. This report is made based on results of investigation completed on 19-feb-2019.